Event description:
During a scheduled inspection, physio-control evaluated the device and found that it would intermittently fail to power on. The device initially powered on and passed the user test but it failed to power on later after being turned off for approximately 10 seconds. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed system pcb assembly determined the cause for the malfunction to be a failed temperature sensitive crystal, designator y1, on the single board computer (sbc).